Event description:
This device was inadvertently reported on. Based on information obtained, the infection is located at the thoracic lead (sn:(B)(4)).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10839. It was reported the patient has an infection at the lead site. The patient has had bloodwork done and has been prescribed oral antibiotics and probiotics for treatment. It is unknown which lead is involved, therefore, both are being reported on.